Manufacturer narrative:
Other, other text: device evaluation- the returned device was visually examined internally- this showed the device had a lip valve missing. The cause of the missing component was not established.

Event description:
Information received a smiths medical pneupac ventilator is missing a gasket that's inside. This was discovered prior to patient use and no patient injury occurred.